Manufacturer narrative:
(B)(4). Insulin pump the passed the displacement test however, the pump alarmed hardware low level failure during the self test and hardware low level failure alarm was found in the downloaded history file due to broken trace on the keypad assembly.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure alarm. Customer stated they were able to clear the alarm and they were able to rewind insulin pump. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.